Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported several years ago they had a device implanted. The patient noted they lost track of their healthcare professional (hcp). The patient noted she was having trouble with the device and needed to talk with someone. There were no further complications that have been reported as a result of this event.